Event description:
During the procedure, the surgeon was using a cautery device which was not active just at the tip where it should be, but also along the shaft it's not supposed to be active. The pt's skin was burnt in the process. FDA safety report ID# (B)(4).